Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 20feb2019. The customer reported changing the flow sensor assembly but the issue persisted. The customer then swapped out the data acquisition board from another unit and the issue was resolved. The unit passed oxygen accuracy testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had an oxygen flow accuracy failure. There was no patient involvement. The event date was not specified; estimate used.